Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range impedance measurements and loss of capture (loc) for its non boston scientific left ventricular (lv) lead. Additionally, its right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range impedance measurements and loss of capture (loc) for its non boston scientific left ventricular (lv) lead. Additionally, its right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range impedance measurements and loss of capture (loc) for its non boston scientific left ventricular (lv) lead. Additionally, its right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).